Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be reproduced. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure there was an unexpected exit with the navigation system. After loading the patient scans via the embedded dicom qr application in cranial, the representative selected one of the patients names to review the scans and the software unexpectedly exited to the blue logo screen. The system remained unresponsive on this screen. The representative exited the screen and cranial was re-launched without issue. All scans transferred to the system as expected. There was no patient present when this issue was observed.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.